Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed. One 0.018 in. Nitinol guidewire and one 21 g introducer needle were returned for evaluation. An initial visual observation showed use residue on the returned samples. The shaft of the introducer needle was observed to be slightly curved. The guidewire was returned in two segments with the distal segment tied in a knot. The majority of the coiled wire of the proximal guidewire segment was observed to be unraveled. A microscopic observation revealed the bevel of the introducer needle was damaged. The break site in the coiled wire of the guidewire was observed to be angled and granular, and the break site in the core wire of the guidewire was observed to be tapered and somewhat uneven but granular, which suggests tensile failure caused by excessive pulling force. The knot in the distal end of the returned guidewire was likely caused by repeated advancement and retraction of the guidewire against resistance within the vessel. This knot, once formed, would prevent passage of the guidewire through the needle and, ultimately, contribute to the breaks in the guidewire in combination with additional withdrawal force. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported apparently during the case they fed the guide wire in through the introducer. Upon trying to remove guide wire the radiologist was not able to pull it back through the introducer and had to remove the introducer to pull guide wire out. Once removed there was still a small thread attached and he was able to remove the last bit of the guide wire. The introducer is still attached to the guidewire as they were not able to remove the guidewire.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey1810 showed no similar product complaint(s) from this lot number.

Event description:
It was reported apparently during the case they fed the guide wire in through the introducer. Upon trying to remove guide wire the radiologist was not able to pull it back through the introducer and had to remove the introducer to pull guide wire out. Once removed there was still a small thread attached and he was able to remove the last bit of the guide wire. The introducer is still attached to the guidewire as they were not able to remove the guidewire.